Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in good condition. Visual inspection revealed a crack in the tank cover. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (fluid base leaking) was confirmed during testing. The product problem was attributed cracked tank cover and/or misaligned gasket. The following components were replaced: tank cover and gasket. Preventative maintenance was then performed. The device subsequently passed functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the fluid base was leaking. No patient injury or complications were reported in relation to this event.